Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the inner catheter's dilator broke in the patient's tortuous vessel. Fragments remain in the patient with one fragment ultimately having made its way to the patient's lung. A different vessel was utilized for the left ventricular (lv) lead implant. An lv lead was ultimately implanted and remains in use; however, high pacing thresholds were observed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the dilator of the catheter was returned and analyzed. Analysis indicated there was an issue with the catheter shaft. Visual analysis indicated damage during use. The analyst noted that three dilators were returned. No kink was observed on them. The returned dilator tip on all three were broken. Therefore, the analyst could not determine which one had the tip that had broken in the patient. If information is provided in the future, a supplemental report will be issued.